Event description:
Same case as MDR# 2134265-2013-07582. It was reported that a balloon rupture occurred. The complete total occlusion (cto), 100% stenosed, was located in the moderately calcified and moderately tortuous left superficial femoral artery. A non bsc guide wire crossed the target lesion. A 6-40mm mustang balloon catheter was then used to pre-dilatate the target lesion. Three non bsc stents (7-100mm, 8-100mm, 7-40mm) were deployed. A 6.0 x 100, 135cm mustang balloon catheter was used to post dilate the target lesion but ruptured on the first inflation at 18 atmospheres. The device was exchanged with a 6.0 x 40, 135cm mustang balloon catheter but it also ruptured on the 1st inflation at 10 atmospheres. The procedure was completed with a 6-150mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. The complete total occlusion (cto), 100% stenosed, target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. A non bsc guide wire crossed the target lesion. A 6-40mm mustang balloon catheter was then used to pre-dilatate the target lesion. Three non bsc stents (7-100mm, 8-100mm, 7-40mm) were deployed. A 6.0 x 100, 135cm mustang balloon catheter was used to post dilate the target lesion but ruptured on the first inflation at 18 atmospheres. The device was exchanged with a 6.0 x 40, 135cm mustang balloon catheter but it also ruptured on the 1st inflation at 10 atmospheres. The procedure was completed with a 6-150mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a visual examination of the returned device found that the shaft was kinked at the base of the manifold. An examination of the balloon identified a pinhole in the balloon material. The pinhole was located 9mm distal to the distal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).